Event description:
It was reported that during a lung resection procedure, the device was reloaded for the first time, placed on lung tissue and locked on the tissue when fired. The firing trigger was stuck. Another port was placed and another stapler was fired beside the stapler that was stuck on tissue and the device was cut out. The second device was fired successfully. The procedure was extended 30 to 40 minutes. The patient is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.